Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the device malfunctioned and was "defective." The device was explanted. Additional info has been requested but was not available as of the date of this report.